Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where cubie pocket e4 of the main drawer 3.1 failed to open and required maintenance. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer confirmed over the phone that the pharmacy would be able to recover and replace the pockets. The customer agreed to close the case. The system functioned as intended after the resolved the issue.